Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 3mg/ml at 0 .6993mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that the patient stated he heard an alarm which sounded every 90 minutes. The patient had increased pain and more muscle spasms than normal. This was a gradual change in therapy/symptoms. A motor stall was seen at initial interrogation. The patient did not recently have a MRI. The motor stall occurred (B)(6) 2018 and the stall was active. No further complications were reported regarding the event.